Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the device reflected a battery depletion (bd) alert. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The device was already explanted and replaced. No additional patient adverse effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the device reflected a battery depletion (bd) alert. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The device was already explanted and replaced. No additional patient adverse effects were reported.